Event description:
It was reported that there were air bubbles in the infusion set tubing near the quick release spot. The customer's blood glucose was 266 mg/dl. The customer did not store the insulin at room temperature. Assistance was provided. The customer did not have tubing clamp in order to finish the troubleshooting process. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.